Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/2/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint cartridge was received with stretch marks inside of the cartridge tip. However, these are considered within specification for a used cartridge. Further inspection of the cartridge revealed that there was not viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ovd/bss may have contributed to the complaint issue. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: the complaint issue of ¿cartridge crack¿, ¿lens damaged¿, ¿dissatisfaction - quality/design¿ was not confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H6- 3191 for dissatisfaction. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that he experienced a malfunctioning preloaded intraocular lenses (iol). The iol had a crack in the cartridge and also a crack in the optic itself. Doctor expressed dissatisfaction with the simplicity system. No further information is available. This report belongs to third among the four intraocular lenses. Separate reports are being submitted for each intraocular lens.